Manufacturer narrative:
The device was received for evaluation. During functional testing, "failed accuracy test" was not reproduced. Evaluation sent device to flow lines for flow testing and passed with error percentage of 1.76%. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during testing . There was no patient involvement. No additional information is available.